Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the customer experienced with bovie and energy instruments detection issue on integrated electrosurgical unit (iesu) or erbe. Intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from technical support engineer (tse). The tse reviewed the error logs and found error 25913 (c-71) on all ports of the erbe. The customer switched to a third-party generator (force triad) to continue with the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: the error occurred on erbe iesu a couple times. There were no patient injuries.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to 25913 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis and confirmed using system logs showing multiple errors. Inspection during fa process was able to replicate the reported event. The unit was tested on the system and presented m-02-3 and m-02 errors on startup. Erbe logs presented m-02 and m-b0 errors. Upon visual inspection, the unit exhibited a hairline crack on top left corner of front bezel, at meeting corner between grey and white sections. There was slight scuffing underside of the front bezel. Slight scraping was noted on underside of the lips cover. Chipping of paint was noted on top of the cover, at edge meeting right side. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause could not be determined; however, error 25913 points to a module timeout. Which is likely a component failure affecting the operation within the erbe.